Event description:
The customer contacted physio-control to report that their device locked up with the word service across the display. The customer advised that the reported issue occurred while monitoring a patient during transport. The customer was attempting to transmit the patient's ECG when all the led's on the keypad illuminated and the word service began blinking on the display. None of the buttons on the keypad would respond when pressed. The customer did not attempt to use the device further or troubleshoot because they were close to their destination. The patient, a (B)(6) male, survived the event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.